Manufacturer narrative:
Device passed the displacement test. Device received with broken battery tube threads, stripped battery cap(p) coin slot and loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the drive support cap was sticking out. The customer¿s blood glucose level was 177 mg/dl. Troubleshooting was performed .customer also stated that the insulin was squirting out during the manual prime process .the insulin pump will be returned for analysis.